Event description:
Patient presented to the physician eight days post-implant procedure with a hematoma at both incision sites, with the neck hematoma encroaching on the airway. Physician brought the patient into the or, evacuated the hematoma at the neck incision site, applied a hemostatic agent to achieve hemostasis, and closed. Physician prescribed antibiotics and will continue to monitor the chest incision site.